Manufacturer narrative:
(B)(4).: associated products : item#:42502006202; femur cemented (cr) narrow right size 7; lot#: 63107572. Item#:42532006702;tibia cemented 5 degree stemmed right size d; lot#: 63236045. Item#:42521000411;articular surface fixed bearing (cr) right 11mm h;lot#: 62798033. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00162, 0001822565 - 2021 - 02091, 0002648920 - 2021 - 00199.

Event description:
It was reported that clinical study patient underwent primary right tka approximately 5.5 years ago. Subsequently patient reported at 5 year clinical study instability of right knee with moderate to severe pain. No indications of any treatment interventions at this time and remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. The following section was corrected: a2. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review identified no deviations or anomalies during manufacturing. Study reports were provided and reviewed by a health care professional. Review of the available records identified the following: patient is experiencing instability and moderate pain. A definitive root cause cannot be determined. Per package insert, instability, pain is known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.